Event description:
During a low anterior resection procedure, clips were not loaded, and then scissoring occurred at 3rd firing. Another like device was used to complete the case. There were no adverse consequences to the patient.